Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime compromised force sensor system, no delivery and motor tests. Insulin pump had minor scratched liquid crystal display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.(B)(4).

Event description:
The customer reported that the insulin pump alarmed motor error during bolus. Customer's blood glucose was 99 mg/dl. Troubleshooting was done. Customer mentioned that her blood glucose level had increased and not sure why and her cannula was not bent. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.